Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 500 -¿high¿ on continuous glucose monitor. The customer addressed their bg with a correction bolus via pump. Customer cleared the alarm and resumed insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.